Manufacturer narrative:
The cause of the clog in the outlet of the water jet channel was determined to be white lint. This white lint likely originated from a cloth or gauze used to wipe the distal end of the device before the subject procedure. Therefore, the user would have failed to properly inspect the endoscope channels before use, as instructed in the labeling. Further investigation is ongoing to determine when the clog occurred. Since it is not certain that the lint was introduced between procedures and not during a previous procedure, this incident is being reported in an abundance of caution. There is no report of patient infection.

Event description:
Something appears to be lodged in the forward water jet of the endoscope forcing a bifurcated stream of water instead of one continual stream. Doctor was unsure if the bifurcated stream was apparent prior to the case, or happened intraprocedural. If prior to the case, then this could be a cross contamination issue.

Event description:
Something appears to be lodged in the forward water jet of the endoscope forcing a bifurcated stream of water instead of one continual stream. Doctor was unsure if the bifurcated stream was apparent prior to the case, or happened interprocedurally. If prior to the case, then this could be a cross contamination issue.

Manufacturer narrative:
Additional information: it was indicated that there was mucosal and superficial abrasion, however it did not result in any non-routine action or treatment. There was no patient serious injury reported. Initial MDR aware date was left blank but should have been 11 jul 2018; new follow up aware date listed in this report is for the latest information update. Codes updated. Further investigation was conducted however there was no new information available. If any additional information is provided, a supplemental report will be submitted. : the cause of the clog in the outlet of the water jet channel was determined to be white lint. This white lint likely originated from a cloth or gauze used to wipe the distal end of the device before the subject procedure. Therefore, the user would have failed to properly inspect the endoscope channels before use, as instructed in the labeling. Further investigation is ongoing to determine when the clog occurred. Since it is not certain that the lint was introduced between procedures and not during a previous procedure, this incident is being reported in an abundance of caution. There is no report of patient infection.